Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during a routine follow up, the lead exhibited low sensing. The lead had an improper connection. The lead was reconnected and remained implanted.